Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Reportedlly cusotmer did not perform air removal step in loading process. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was not known. A correction bolus was delivered to address bg. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge.